Manufacturer narrative:
This medwatch is submitted to send the initial report. The review of the device history records and traceability did not reveal any non-conformance's to specifications or deviations in procedures that might have contributed to the reported event. Waiting for product return. Investigation in progress. Conclusion not yet available. Device not returned yet.

Event description:
Mobi-c p&f us : disassembled during loading on inserter. According to the reporter: it was a 2 level surgery (c5-7). While the tech was loading the implant onto the inserter, the bottom endplate disengaged. Another implant was used. No issue with second implant. No harm to the patient. Delay 5 min. On (B)(6) 2019, more information were provided : patient condition is good. The surgical technique were followed according to reporter. The tech was very experienced at loading mobi c and said he didn't feel the stop. The reporter assumed that the tech accidentally over threaded or the implant didn't give him tactile feel to stop. The product will be returned. Investigation still in progress.

Event description:
It was reported that during the procedure, while the implant was being loaded onto the inserter, the bottom endplate fell off. The surgeon asked for an alternate device which was used to complete the case. There was no reported patient harm.

Manufacturer narrative:
Corrections to a1, b5, b6, b7, d1, d2 (common device name), e1, e2, e3, g3, h1, h3. Additional information in d4 (UDI number), d10, g5 (PMA/510(k) number), h3, h6(device code(s), method, results and conclusion codes). The implant was examined. A probable cause of the retention feature failure can be attributed to the surgical tech over threading the inserter knob while initially loading the implant. This would cause premature opening of the peek cartridge and release of the implant. A review of the DHR did not find any issues which would have contributed to this event.